Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was over 200 mg/dl at the time of the call. Customer states she has gastropesis and neuropathy. The customer was assisted with trouble shooting and was informed to reconnect to their sensor and calibrate when their blood glucose is stable.